Event description:
The patient mentioned that they had done a blood glucose test and received a 213 mg/dl, 120 mg/dl and a 106 mg/dl. Readings were less that 10 minutes from one another. The patient did not seek medical attention or contact a physician for assistance. The technique of applying blood on the test strip was correct. The test strips were in good condition and not expired. The control solution was opened less that three months. The test strips failed twice using the control solution. The meter, control solution, and test strips were replaced.